Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be completed due to no lot number provided. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was having an alert 02 (low flow). The target temperature was 33c and patient just placed on device 10 min ago. The disconnect and reconnect all pads. Also, nurse checked to make sure no kinks in line. Air bubbles were noted and the nurse was disconnected pads one at a time. When right thigh pad disconnected, the flow rate would fluctuate between marginal and good flow. Explained to nurse that they need to replace the right thigh pad with a universal. Further explained the need to save pad due to this case would be escalated to field assurance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was having an alert 02 (low flow). The target temperature was 33c and patient was just placed on device 10 min ago. Disconnected and reconnect all pads and also, nurse checked to make sure no kinks in line. Air bubbles were noted and the nurse disconnected pads one at a time and when right thigh pad was disconnected, the flow rate fluctuated between marginal and good flow. Explained to nurse that they need to replace the right thigh pad with a universal pad. Further explained the need to save pad as this case would be escalated to field assurance.